Event description:
The device (part number cp616-13) was returned to mxi service and repair. During a minor surgical procedure, the ragnell scissors cut the skin of a patient. In the same case, a second set did the same. The second set was disposed of. The site reported that there was no impact to the patient. No further information is available.

Manufacturer narrative:
The device (part number cp616-13) was evaluated and indicated that one of the scissors' blades was broken at the center screw. Observation of the rupture area indicates a corroded area around the center screw. No material defect was observable in the rest of the fracture area. Observation of a corroded area at the area of the fracture indicates a pre-existing crack present before the break. Considering the absence of material defects in the rest of the fracture area, the age of the instrument and the absence of similar cases after analysis of our post-market data, mxi can reasonably conclude that the instrument was likely subjected to shocks during use or reprocessing that caused a crack to form. This crack weakened the instrument and led to the observed breakage. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).